Event description:
An insurance client provided an orasure oral fluid specimen for insurance purposes. The client reported that they began to feel funny when the device was in their mouth and soon after client developed hives.